Manufacturer narrative:
(B)(4). H6: proposed g-code: mechanical (g04) ¿ drill. Visual examination of the returned product identified the baseplate reamer returned shows signs of prior use with some galling on the shaft. The distal end of the reamer is also damaged with the tips being gouged and rolled; due to this, dimensional analysis of the reamer cannulation identified that it is undersized. The body of the reamer was measured and all were conforming. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the reamer would not fit over the central guide wire. No patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.